Event description:
It was reported that the baby was in rewarming phase on arctic sun device and the baby temperature was 36.0c. The arctic sun device was adding time to timer instead of counting down and rewarming now said normothermia. Mss explained that according to device, the baby should have reached target so from then on it counts were up and was at 2 hours. They said baby only reached 36.0c after they added a warmer. Upon review, the water temperature was 40.2c to 40.5c and the flow rate was only 0.7 l/m. Mss explained that they needed to optimize flow but since therapy completed, they just wanted to disconnect the arctic sun device.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be "belt temperatures too low after nip roller and heated section". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device was unknown. Therefore, bard was unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the baby was in rewarming phase on arctic sun device and the baby temperature was 36.0c. The arctic sun device was adding time to timer instead of counting down and rewarming now said normothermia. Mss explained that according to device, the baby should have reached target so from then on it counts were up and was at 2 hours. They said baby only reached 36.0c after they added a warmer. Upon review, the water temperature was 40.2c to 40.5c and the flow rate was only 0.7 l/m. Mss explained that they needed to optimize flow but since therapy completed, they just wanted to disconnect the arctic sun device.